Event description:
The surgeon inserted a -30.0 diopter aq2010v silicone three-piece lens but the haptic was torn by the cartridge. The lens was removed with no pt injury or complications, no enlarged incision or sutures. The reporter stated the cartridge cracked as the lens was being ejected and was the cause of the torn haptic.